Event description:
It was reported that a pump failed flow rate accuracy tests. There is no known patient involvement.

Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was received and evaluated by baxter. The reported flow rate inaccuracy could not be reproduced. The unit passed flow rate testing and preventive maintenance procedure and was found to deliver within design specification.